Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was used. The patient was in constant pain after incontinence surgery ¿ was operated on in her labia. She can barely work, sit with at the dinner table or have sex. The patient is living with chronic pain after the incontinence surgery that was done. The procedure that was done in the labia - not by standard through the groin. Unspecified intervention took nine minutes, but the consequences she has to live with for the rest of her life. She has chronic pain and only works for a few hours a week. It was when she got a reaction from a urologist that she realized that something was wrong. ¿he asked where the scars are and I said they are on the outer labia and then he said no, it¿s not possible, they should come out in the groin or thighs." No further information could be requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned source: https://www.svt.se/nyheter/lokalt/vast/sofia-I-konstant-smarta-efter-ingrepp-mot-inkontinens-opererades-I-blygdlapparna

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported that the surgery may have been performed with exit pints in the labia.